Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic dissection using a gore® tag® thoracic endoprosthesis. The preoperative aortic diameter measured 61 mm. On (B)(6) 2011, during follow up examination, no endoleak was identified. The aortic diameter measured 58 mm. On (B)(6) 2011, the patient was discharged from the hospital in good condition. On (B)(6) 2011, a type ii (of an unknown origin) was identified. On the same day, coil embolization was performed. On (B)(6) 2011, the persistent minor type ii endoleak was observed. The aortic diameter measured 59 mm. On (B)(6) 2012, the persistent minor type ii endoleak was observed. The aortic diameter measured 59 mm. The patient is being monitored.